Event description:
It was reported the patient was involved in a motor vehicle accident 2007. The patient stated the seat belt pulled the wires loose and moved the leads in the spine. Since then, the patient experienced pain at the implant site, stinging/shocking sensation in the middle of the incision, and the stimulation comes on at a higher setting. The patient stated she had to have the system removed for an MRI of his neck and back, but was not replaced. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.